Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s leads had migrated due to their weight loss. A revision had not occurred but and was re-scheduled. It was noted that patient¿s ins was to be replaced due to normal battery depletion and supposed to have to a colonoscopy but now they were not going to be able to connect to the ins to verify its off in the depleted state. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the issue was not resolved as the revision procedure that was schedule could not be performed until they get clearance from pulmonary/neurology. The patient also stated that the leads probably moved ¿until surgeon said so at the time of visit¿. There were no further complications reported or anticipated.